Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had perforated her uterus"), urinary tract infection ("uti's/urinary tract infections"), pregnancy with contraceptive device ("pregnant with essure"), neoplasm malignant ("cancer") and kidney infection ("possibly be the result of a kidney infection") in a 25-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 3 (((B)(6) 2007, (B)(6) 2009, (B)(6) 2011)). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("bad periods with blood clots/abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced urinary tract infection (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental problems"), cystitis ("bladder infection"), nausea ("nausea"), abdominal pain upper ("stomach pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("allergy to nickel") with rash and pruritus. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("even when not menstruating headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced neoplasm malignant (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), teratoma ("teratoma"), neoplasm ("tumor"), fatigue ("chronic fatigue"), malaise ("general sense of not feeling well"), dizziness ("dizziness") and back pain ("even when not menstruating severe back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, ondansetron (zofran), solpadeine (tylenol 1), vicodin (lortab) and surgery (hysterectomy and bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, urinary tract infection, kidney infection, alopecia, fatigue, malaise, migraine, headache, back pain, menorrhagia, vaginal infection, vaginal discharge and allergy to metals was resolving and the pregnancy with contraceptive device, neoplasm malignant, tooth disorder, cystitis, teratoma, neoplasm, nausea, dizziness, abdominal pain upper and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dizziness, dyspareunia, fatigue, headache, kidney infection, malaise, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pregnancy with contraceptive device, teratoma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: at 24 weeks she was admited for pre term labor. After about a week, the doctors discharged her home with instructions to remain on strict bed rest for the remainder of her pregnancy. Despite having removal surgery, she continued to experience severe abdominal pain, prompting her to meet with physician in may of 2017. He performed a series of tests, including a pelvic ultrasound and hysteroscopy, the results of which showed the formation of scar tissue on the left ovary. One week later, she underwent surgery (oophorectomy) to remove her left ovary. Since her most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2011: confirming full occlusion fallopian tubes. Ultrasound pelvis - in november 2011: (B)(6) 2014; on an unknown date: ??-nov-2015 on oct-2014,the urinalysis was performed and blood work was drawn, the results of which revealed that patient was pregnant. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. Events she did not undergo essure confirmation test, dyspareunia, vaginal haemorrhage, dental problems were added. Treatment drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736- 2099) on 31-oct-2015. The most recent information was received on 06-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had perforated her uterus"), premature delivery ("premature delivery / tried to come early at 32 weeks, had child at 36 weeks"), pregnancy with contraceptive device ("pregnant with essure"), genital haemorrhage ("blood clots"), neoplasm malignant ("cancer"), urinary tract infection ("uti's/urinary tract infections") and kidney infection ("possibly be the result of a kidney infection") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing the right side essure device" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6)2007, (B)(6)2009, (B)(6)2011), cervical cancer, loop electrosurgical excision procedure, caesarean section, tooth extraction and smear cervix abnormal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysuria, micturition urgency, uterine bleeding, chronic cervicitis and uterine enlargement. Concomitant products included ibuprofen. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced menorrhagia ("bad periods with blood clots/abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2011, the patient experienced urinary tract infection (seriousness criterion medically significant), alopecia ("hair loss"), tooth fracture ("dental problems : teeth chipping"), cystitis ("bladder infection"), nausea ("nausea"), abdominal pain upper ("stomach pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("allergy to nickel") with rash, pruritus and rash generalised. On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2015, the patient experienced premature delivery (seriousness criterion medically significant). On (B)(6)2015, the patient experienced migraine ("migraines") and headache ("even when not menstruating headaches"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), fatigue ("chronic fatigue"), malaise ("general sense of not feeling well"), dizziness ("dizziness"), back pain ("even when not menstruating severe back pain") and reproductive tract disorder ("reproductive system disorder or condition"), was found to have neoplasm malignant (seriousness criterion medically significant), teratoma ("teratoma") and neoplasm ("tumor") and underwent scar excision ("other injury(ies) or complication (s) please describe: removal of scar tissue"). The patient was treated with antibiotics, hydrocodone bitartrate;paracetamol (lortab), ondansetron (zofran), solpadeine (tylenol 1) and surgery (hysterectomy and bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, urinary tract infection, kidney infection, malaise, migraine, headache, back pain, menorrhagia, vaginal infection, vaginal discharge and allergy to metals was resolving, the premature delivery, pregnancy with contraceptive device, genital haemorrhage, neoplasm malignant, cystitis, teratoma, neoplasm, nausea, dizziness, abdominal pain upper, vaginal haemorrhage, reproductive tract disorder and scar excision outcome was unknown and the alopecia, tooth fracture, fatigue and dyspareunia had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2015. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pregnancy with contraceptive device, premature delivery, reproductive tract disorder, scar excision, teratoma, tooth fracture, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: at 24 weeks she was admitted for pre term labor. After about a week, the doctors discharged her home with instructions to remain on strict bed rest for the remainder of her pregnancy. Despite having removal surgery, she continued to experience severe abdominal pain, prompting her to meet with physician in (B)(6) 2017. He performed a series of tests, including a pelvic ultrasound and hysteroscopy, the results of which showed the formation of scar tissue on the left ovary. One week later, she underwent surgery (oophorectomy) to remove her left ovary. Since her most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: results: confirming full occlusion fallopian tubes.. Ultrasound pelvis - on an unknown date: results: (B)(6)2015; in (B)(6)2011: results: (B)(6)2014. Diagnostic results: on (B)(6)2014,the urinalysis was performed and blood work was drawn, the results of which revealed that patient was pregnant. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : coagulopathy." Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received. Event difficulty placing the right side essure device added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736- 2099) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had perforated her uterus"), urinary tract infection ("uti's/urinary tract infections"), pregnancy with contraceptive device ("pregnant with essure"), genital haemorrhage ("blood clots"), neoplasm malignant ("cancer") and kidney infection ("possibly be the result of a kidney infection") in a 25-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011)), cervical cancer, loop electrosurgical excision procedure, caesarean section, tooth extraction and smear cervix abnormal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysuria, micturition urgency, uterine bleeding, chronic cervicitis and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("bad periods with blood clots/abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced urinary tract infection (seriousness criterion medically significant), alopecia ("hair loss"), tooth fracture ("dental problems : teeth chipping"), cystitis ("bladder infection"), nausea ("nausea"), abdominal pain upper ("stomach pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("allergy to nickel") with rash and pruritus. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("even when not menstruating headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), teratoma ("teratoma"), neoplasm ("tumor"), fatigue ("chronic fatigue"), malaise ("general sense of not feeling well"), dizziness ("dizziness"), back pain ("even when not menstruating severe back pain") and reproductive tract disorder ("reproductive system disorder or condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, ondansetron (zofran), solpadeine (tylenol 1), vicodin (lortab) and surgery (hysterectomy and bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, urinary tract infection, kidney infection, malaise, migraine, headache, back pain, menorrhagia, vaginal infection, vaginal discharge and allergy to metals was resolving, the pregnancy with contraceptive device, genital haemorrhage, neoplasm malignant, cystitis, teratoma, neoplasm, nausea, dizziness, abdominal pain upper, vaginal haemorrhage and reproductive tract disorder outcome was unknown and the alopecia, tooth fracture, fatigue and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pregnancy with contraceptive device, reproductive tract disorder, teratoma, tooth fracture, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: at 24 weeks she was admited for pre term labor. After about a week, the doctors discharged her home with instructions to remain on strict bed rest for the remainder of her pregnancy. Despite having removal surgery, she continued to experience severe abdominal pain, prompting her to meet with physician in may of 2017. He performed a series of tests, including a pelvic ultrasound and hysteroscopy, the results of which showed the formation of scar tissue on the left ovary. One week later, she underwent surgery (oophorectomy) to remove her left ovary. Since her most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2011: confirming full occlusion fallopian tubes. Ultrasound pelvis - in november 2011: (B)(6) 2014; on an unknown date: (B)(6) 2015 on oct-2014,the urinalysis was performed and blood work was drawn, the results of which revealed that patient was pregnant. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : coagulopathy" quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "reproductive system disorder or condition" added, previously reported event "dental problems : teeth chipping" pt change to "tooth fracture" from pfs. Event "blood clots " added from social media report. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had perforated her uterus"), premature delivery ("premature delivery / tried to come early at 32 weeks, had child at 36 weeks"), pregnancy with contraceptive device ("pregnant with essure"), genital haemorrhage ("blood clots"), neoplasm malignant ("cancer"), urinary tract infection ("uti's/urinary tract infections") and kidney infection ("possibly be the result of a kidney infection") in a 25-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011), cervical cancer, loop electrosurgical excision procedure, caesarean section, tooth extraction and smear cervix abnormal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysuria, micturition urgency, uterine bleeding, chronic cervicitis and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("bad periods with blood clots/abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced urinary tract infection (seriousness criterion medically significant), alopecia ("hair loss"), tooth fracture ("dental problems : teeth chipping"), cystitis ("bladder infection"), nausea ("nausea"), abdominal pain upper ("stomach pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("allergy to nickel") with rash, pruritus and rash generalised. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced premature delivery (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("even when not menstruating headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), teratoma ("teratoma"), neoplasm ("tumor"), fatigue ("chronic fatigue"), malaise ("general sense of not feeling well"), dizziness ("dizziness"), back pain ("even when not menstruating severe back pain"), reproductive tract disorder ("reproductive system disorder or condition") and scar excision ("other injury(ies) or complication (s) please describe: removal of scar tissue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, ondansetron (zofran), solpadeine (tylenol 1), vicodin (lortab) and surgery (hysterectomy and bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, urinary tract infection, kidney infection, malaise, migraine, headache, back pain, menorrhagia, vaginal infection, vaginal discharge and allergy to metals was resolving, the premature delivery, pregnancy with contraceptive device, genital haemorrhage, neoplasm malignant, cystitis, teratoma, neoplasm, nausea, dizziness, abdominal pain upper, vaginal haemorrhage, reproductive tract disorder and scar excision outcome was unknown and the alopecia, tooth fracture, fatigue and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain upper, allergy to metals, alopecia, back pain, cystitis, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pregnancy with contraceptive device, premature delivery, reproductive tract disorder, scar excision, teratoma, tooth fracture, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: at 24 weeks she was admited for pre term labor. After about a week, the doctors discharged her home with instructions to remain on strict bed rest for the remainder of her pregnancy. Despite having removal surgery, she continued to experience severe abdominal pain, prompting her to meet with physician in (B)(6) 2017. He performed a series of tests, including a pelvic ultrasound and hysteroscopy, the results of which showed the formation of scar tissue on the left ovary. One week later, she underwent surgery (oophorectomy) to remove her left ovary. Since her most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion fallopian tubes. Ultrasound pelvis - in (B)(6) 2011: (B)(6) 2014; on an unknown date: (B)(6) 2015 . On (B)(6) 2014,the urinalysis was performed and blood work was drawn, the results of which revealed that patient was pregnant. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : coagulopathy" quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received an events "general rash", "removal of scar tissue" and "preterm delivery" were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736- 2099) on 31-oct-2015. The most recent information was received on 01-aug-2017. This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had perforated her uterus"), urinary tract infection ("uti's/urinary tract infections"), pregnancy with contraceptive device ("pregnant with essure") and kidney infection ("possibly be the result of a kidney infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menorrhagia ("bad periods with blood clots/abnormally heavy menstrual bleeding"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), nausea ("nausea"), pelvic pain ("pelvic pain/pelvic pain sever"), abdominal pain lower ("even when not menstruating sever abdominal cramping/even when not menstruating sever lower abdominal pain"), back pain ("even when not menstruating severe back pain"), headache ("even when not menstruating headaches"), rash ("rashes on/of her chest"), pruritus ("itching on of her chest"), migraine ("migraines"), allergy to metals ("allergy to nickel"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue") and malaise ("general sense of not feeling well"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy and bilateral salpingectomy,during both fallopian tubes were all removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, urinary tract infection, kidney infection, menorrhagia, pelvic pain, abdominal pain lower, back pain, headache, rash, pruritus, migraine, allergy to metals, alopecia, vaginal infection, vaginal discharge, fatigue and malaise was resolving and the pregnancy with contraceptive device, abdominal pain upper, dizziness and nausea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dizziness, fatigue, headache, kidney infection, malaise, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: at (B)(6) she was admitted for pre term labor. After about a week, the doctors discharged her home with instructions to remain on strict bed rest for the remainder of her pregnancy. Despite having removal surgery, she continued to experience severe abdominal pain, prompting her to meet with physician in (B)(6) 2017. He performed a series of tests, including a pelvic ultrasound and hysteroscopy, the results of which showed the formation of scar tissue on the left ovary. One week later, she underwent surgery (oophorectomy) to remove her left ovary. Since her most recent surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion fallopian tubes. Ultrasound pelvis - in (B)(6) 2014: patient was (B)(6) pregnant and then (B)(6) 2015: the results of which revealed that one of the essure micro-inserts had perforated her uterus. On (B)(6) 2014, the urinalysis was performed and blood work was drawn, the results of which revealed that patient was pregnant. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2017: summons received: patent demographic information, lab data, product indication, product start, stop date, events micro-inserts had perforated her uterus ,abnormally heavy menstrual bleeding, sever abdominal cramping even when not menstruating, headaches even when not menstruating, rashes and itching on/of her chest, migraines, allergy to nickel, hair loss, vaginal infection, vaginal discharge and chronic fatigue are added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.